Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
The contact reported that the customer experienced a blood glucose level in the 300-400's (mg/dl). Reportedly, the contact was able to bring the customer's bg level down from earlier, but bg level rose again. Additionally, contact reported that the customer played hockey which usually heightens the customer's bg level. Manual injections would be used to address bg level. Additionally, when the customer attempted to change the supplies to deliver a correction bolus, multiple cartridge alarms occurred (cartridge alarm 19) with multiple cartridges during the load process. It was confirmed that the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
High bg- no failure identified.